Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue with the representative, by adjusting the parameters. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 8, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported aspiration issue can be attributed to the customer¿s surgical settings. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a system presented with slow aspiration during a procedure. The procedure was completed. There was no patient harm.